Manufacturer narrative:
Film review summary: review of pre-implant CT¿s revealed that the patient had an aortic dissection that extended from just caudal to the lsa, across the aortic arch down into the descending thoracic, and into the abdominal aorta. The thoracic diameter at the ascending thoracic measured ~36mm. Near the level of the lsa the thoracic diameter measured ~30mm and the flow lumen diameter measured ~26mm, and across the arch the thoracic diameter was 34mm with a 12mm minimum true lumen diameter. At the mid-descending thoracic, the true lumen diameter was 22mm and false lumen measured 12mm. Near the level of the celiac the true lumen diameter as 26 x 11mm and the false lumen was 28 x 11mm. The true lumen was feeding the celiac, sma, and right renal, and the false lumen was feeding the left renal artery. The maximum aaa diameter measured 34mm. Images showing the iliacs and access vessels were not seen on the returned films. The cause of the reported type a dissection, rupture, and patient death 2-days post-implant could not be determined from the films provided. Images during implant and post-implant were not available for return, and the stent graft in-vivo configuration and position could not be assessed. It is possible that the patient¿s pre-existing type b dissection may have contributed to the events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the physician has confirmed no relationship of death to our device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 240mm thoracic dissection on (B)(6) 2017. It was reported that two days post op, the patient had an aortic ascending dissection and rupture after the tevar procedure. The patient expired on (B)(6) 2017. Per the physician, the cause of the event cannot be determined however, was most likely related to the procedure.